Event description:
Per the clinic, the patient experienced recurrent infection at the skin around the device (specific date not reported). Subsequently, the implant was explanted, and the abutment was removed on (B)(6) 2025.